Event description:
Healthcare professional reported "confirmed case of alcl" and "developed a late seroma." Pathological markers confirming alcl have not been received. This represents an unknown side. Device has been explanted.

Manufacturer narrative:
The events of seroma-late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "confirmed case of alcl" and "developed a late seroma".